Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that there was low vacuum during oil exchange in a vitrectomy cataract, peel, oil removal and fluid air exchange. The procedure was completed but took longer time than usual. There was no impact to the female adult patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak with viscous fluidics control (vfc) tubing set, 10 milliliter syringe and small parts tray (smpt) were visually inspected, and no obvious defects were found. The vfc tubing set, 10ml syringe, gray tip plunger, 25 gauze, 23 gauze and 20 gauze vfc cannula needle tips were found to be in the good condition. The admin manifold was not returned; lab stock was used for testing. The returned probe, manifolds, connectors, and components were found to be in good condition. The returned product was visually inspected and no obvious defects were found that would contribute to the reported event. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the product. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The product could prime and pass intra ocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The returned product was visually inspected and no obvious defects were observed. A calibrated console was used to test the sample. The consoles could recognize the vfc by illuminating green on the led ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. We were unable to replicate the customer's experience during laboratory evaluation. Cassette lot was provided in this report. The vfc lot number was not provided by the customer and therefore device history record review could not be performed. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.